Event description:
It was reported by the patient's family member that the there was acid building up around the pacemaker and it had to be removed and replaced. The device was removed and replaced and the patient died five days later. The cause of death and circumstances surrounding the death have been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.